Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise that lead to inappropriate shock therapy being delivered. A revision procedure was performed where the rv lead and ICD were taken out of service and replaced with another manufacturer's device and lead. It was noted that the patient was not pacemaker dependent and had an underlying rate of above 40 beats per minute. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 115 mm from the terminal pin. Only the terminal pin segment was returned. Visual inspection noted cuts in the insulation and deformed conductor coils.the lead segment was subject to direct current resistance testing and passed on all paths, verifying the segment¿s electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field based upon the returned segment.